Event description:
It was reported that a snap shunt disconnection was retrospectively confirmed by reviewing an operative report. The pt had come in 8 months ago for a shunt malfunction. It was apparent that the shunt had broken off at the attachment of the ventricular catheter to the reservoir dome, and the catheter was lodged in the brain. The catheter was removed.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.